Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc molex power supply connections were evaluated, cleaned and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.